Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient is having difficulty charging their implant. The patient's database was analyzed and premature battery depletion was confirmed. The patient's precision device was explanted due to infection (see MFR report#3006630150-2011-01041).

Event description:
A report was received that the patient is having difficulty charging their implant. The patient's database was analyzed and premature battery depletion was confirmed. The patient's precision device was explanted due to infection (see MFR report#3006630150-2011-01041)